Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device was emitting smoke.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: unit on tower was smoking. Probable root cause: power surge, use error, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, fuse failure, power supply malfunction, manufacturing/ service error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device was emitting smoke.